Manufacturer narrative:
Analysis received the unit with blank display due to battery tube connector not plugged in properly. (B)(4).

Event description:
The customer reported via phone call the insulin pump has a blank display. The customer's blood glucose was 147 mg/dl at the time of incident. The insulin pump will be returned for analysis.